Event description:
Additional information was received from the patient (pt). Pt reports the device seemed to have stopped working and they were trying to set up a meeting with a manufacturer representative (rep) at their doctor's office. Pt reports not charging for a significant amount of time contributed to the issue. Pt reports the issue has not been resolved and they are still working on setting up an appointment with their hcp/rep. Additional information was received from patient (pt). Pt reports that the "device programming malfunctioning" contributed to the issue. Pt reports they are rescheduling an appointment with their hcp/rep. Pt reports the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said they are having a little more pain than they normally have. Patient said they haven't had to recharge the battery in about 5 days and usually have to recharge every other day; keeps showing ins battery is full. Patient mentioned that they called in months ago and the person turned stim down for them because it was stimulating too much and it has been working fine ever since, until just recently. Patient said usually they'd feel some stim throughout the day, but now felt none. Agent walked patient through checking their settings. Patient confirmed stimulation was powered on; group b with program 1, increased the intensity from 1.1 to 1.2 while on call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.